Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-jan-10, information was received from a patient receiving baclofen (unknown dose and concentration) and morphine (unknown dose and concentration) via an implantable pump for non-malignant pain and failed back syndrome. The patient called because they were looking for a new healthcare professional (hcp) to refill their pump. The patient stated that if their battery dies, they get really sick. The patient stated that when the "pump battery died in his previous pump, he did not have insurance for about a month and it was nasty". The patient stated they "contemplated ending it". The patient also stated that they had 61 surgeries and what they went through when the pump battery died was the worst thing they had ever been through. The symptoms began about a year ago (2017).